Event description:
The complainant reported a 54-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that during support, the automated impella controller (aic) displayed high purge pressure (>1075 mmhg) alarm. Medical staff replaced the purge cassette and added tissue plasminogen activator to the purge. Medical staff noted no kinks on the purge line, and no patient harm has been reported. The patient remains on support.

Manufacturer narrative:
The impella device has not been returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product or data logs were returned for evaluation. Clinical details noted heparin was used in intravenous drip throughout support. The purge cassette was changed and did not resolve issue. Tissue plasminogen activator therapy was given. It was not noted if high purge pressure alarms resolved or if the pump was removed. The root cause of the high purge pressure could not be determined as no product or data logs were returned. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ e.1 revised facility name and address line 1 as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12507. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12507 as it is unknown the initial reporter also sent the report to the FDA. G.1 revised multiple fields as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12507. H.10 additional manufacturer narrative instructions for use were revised from the initial submission manufacturer device report number 1220648-2024-12507 in accordance with updated procedures.